Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called to inquire if their insulin pump is malfunctioning. The patient's blood glucose level was unknown. The customer stated that their sensor was not displaying their blood glucose over 400 mg/dl. The customer was informed that the sensor will not display any readings higher than 400 mg/dl. The customer stated that they would sometimes leave their meter at home and that they have been feeling sick which has been causing her high blood glucose. No further information was provided.